Event description:
The customer reported an issue where their blood glucose level reached 510 mg/dl due to incorrect settings on their insulin pump. The customer corrected the high blood glucose by administering a bolus through the pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.